Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving prialt 5 mcg/ml for a total dose of 0.4997 mcg/day via an implantable pump for complex regional pain syndrome type 1 and spinal pain. It was reported on (B)(6) 2016 after imaging (fluoroscopy) was done at refill appointment, it was noticed that the pump had flipped. The patient was scheduled for pump explant. The entire system was explanted/not replaced on (B)(6) 2016. The device disposition was unknown. The outcome of the event resolved without sequelae on (B)(6) 2016. The device diagnosis was pump inversion. The patient's weight was 190 pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was possibly related. The event date was (B)(6) 2016. No further complications were reported/anticipated.